Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. Factors that may contribute to mechanical jam (failure to deploy) and needle to cuff miss include, but are not limited to incorrect foot position, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The reported bend likely occurred due to the resistance met during plunger deployment. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - expiration date null: updated from na to ni. D9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a venotomy closure of a left common femoral vein using a proglide device after a percutaneous coronary intervention procedure with a 7fr sheath. Reportedly, when depressing the plunger resistance was noted and the needle shaft was crumpled. There were no sutures attached to the plunger when removed. A new device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.